Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer was using the proxabrush go between cleaners and the brush broke off at the handle in his mouth.